Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: the 4592-53 lead implanted (B)(6) 2004; the 4092-58 lead implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead thresholds increased in a relatively short period of time and were elevated. It was noted that thresholds were satisfactory at implant. The device was reprogrammed (increased output). The reason for the high thresholds is unknown. The patient was later reported to be deceased. No information about the death is known, including cause of death. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.